Event description:
It was reported that the customer had an unspecified cartridge issue. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus and administered a manual injection of insulin to address the bg. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.